Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one onyx trucor coronary drug eluting stent when the device failed to cross the lesion. It was reported that the stent strut might have an issue. The device was not inspected prior to use. Negative prep was not performed. The lesion was pre-dilated. The lesion being treated was a mildly tortuous, moderately calcified lesion located in the mid right posterior descending (r-pda) artery. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. There was no patient complications reported as a result of the event.